Event description:
Staff noted there was air bubbles in a portion of the tubing with no warning from the IV pump. On inspection they noted that the tubing had a hole/separation at the junction between the safety clamp and the distal y-site (where there is a connector between the IV tubing). The tubing is bd alaris pump infusion set ref# (B)(4). The tubing set was changed immediately when the issue was identified.